Manufacturer narrative:
Field service engineer (fse) measured 10.2r/min and adjusted down to 9.4 r/min. Fse then completed checkout of the unit per checklist and returned unit to service. A review of service records on this unit shows there has been no dose level adjustments made by liebel flarsheim service since installation in january 2013 where max dose setting was 9r/min.

Event description:
Mallinckrodt field service engineer (fse) reports while repairing a reported collimator issue, they found the max adult dose at 10.2r/min, exceeding the 10r/min requirement. No reported injury.